Event description:
A 14 yr old boy was a pt in the rehabilitation center following a head injury. He was placed in a restraint. The boy was subsequently discovered in bed with the restraint tight around his neck (he apparently scooted down in his bed). He suffered a severe compressive injury and is now in a vegetable state.